Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the cpc connector was identified as the cause of the unit not working. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that the device was used to test handpieces. It was noted that the device was not working. Upon evaluation, the cpc connector was identified as the cause. There was no patient involvement and no adverse patient consequences.